Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on 23-oct-2020 regarding, "for evaluation, potential glue in working channels," involving pentax medical video gastroscope, model eg29-i10; serial number: (B)(4). No serious injury, or death of a patient or user, or delay in the procedure, which would require medical intervention was reported. Pentax sales representative responded via email on 30-oct-2020, and stated that the glue was used on 2 separate cases during procedures. After the procedures were completed they cleaned and reprocessed the endoscopes. The user facility saw residue from the glue on the endoscope and distal tip. The endoscope is being sent in to pentax medical for service evaluation as they are not sure if the glue may have got in the internal channels of our endoscopes. The glue used is for gastric varices. The glue used is believed to be cyanoacrylate, or fibrin. The customer owned gastroscope was received by pentax medical for evaluation on 30-oct-2020. The endoscope was inspected by pentax medical service under service order#: (B)(4), and the technician was unable to duplicate the users complaint, and documented the following inspection findings on 03-nov-2020: distal body scratched, right/ left brake knob markings faded, passed wet leak test, passed dry leak test, bending rubber glue mild discoloration, fluid invasion not observed in pve connector, fluid invasion not observed in control body, up/ down control knob/ lever markings faded, right/ left control knob markings faded. The device underwent repairs including the following components: o-rings and seals model eg29-i10; serial number: (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2018. The endoscope was delivered to the customer on 10-nov-2020 under delivery order #: (B)(4).